Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), ubd: , UDI#: h3: analysis of the 97755 intellis recharger (s/n (B)(6)) revealed that no anomalies were found. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was starting about 6 months ago and getting worse the pt had problems with the stimulator charging. When attempting to recharge the ins it kept giving them different messages of software problem 1.intellis 2.3.6 3.1056 4.appeg.c, battery low replace controller battery soon, and system problem rm06. Sometimes when recharging the ins it would go completely blank so they need to reset the controller. Now when trying to recharge it could not find the connection. During call pt verified no damage to the controller charging port. When examining the  recharger (rtm) pt said probably the 4th 5th and 8th pin on the rtm cord was bent. The issue was not resolved. Pt called back to report they were experiencing the same issues as previously documented (system problem/rm06 error), along with some new developments since receiving the replacement recharger. Pt stated their controller had begun to go blank/unresponsive when recharging their implant and they'd have to reset the controller by removing and reinserting the battery. Pt would try to continue charging their implant, then controller 'goes off' (agent understood this to be the controller would beep) and says 'no device found.' Pt reported no damages apparent to recharger plug, but the recharger was getting abnormally hot when recharging their implant. Pt also noted they were having trouble getting their controller to charge more than 10-20% at a time. Pt would charge their controller at night, and had their implant running 24/7, and the controller would be at 30% by morning and they'd have to recharge - the controller was only running at 50% battery most of the day. Earlier in the call, pt said that it was their ins (not controller) that was struggling to take the 10-20% charge, so agent thought pt was perhaps confusing the two batteries. Pt said they asked their doctor in the past if their implant battery may be causing their issues, and hcp redirected pt to discuss with medtronic employees.